Manufacturer narrative:
The product was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the reported information the investigation determined that the cause of the reported material separation cannot be determined and that the subsequent treatment is related to circumstances of the procedure. In this case, it is possible there a suture snag occurred during deployment of the suture, or excess suture tensioning, or pushing more that tensioning of the rail limb occurred during knot advancement; however, these cannot be confirmed. Based on the reported information there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was a venous closure of the right common femoral vein using a prostyle device using the pre-close technique via an 8f sheath hole prior to a leadless pacemaker interventional procedure. Reportedly, a suture break occurred during suture management with two prostyle devices. The sheath was upsized to a 23f, and the leadless pacemaker procedure was completed. Hemostasis was achieved post procedure using manual compression. Additionally, two z-stitches were placed. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.